Event description:
Physician requested 8 x 40 smart stent. Appropriately labeled stent opened and deployed. Stent size checked on monitor and found to be too short. Another stent needed to be deployed.